Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported on a social media post that pump modules will alarm for air-in-line despite there not being any true air in the line. Clinicians have to address the alarm "a few times a day". There was patient involvement however no patient harm was reported.